Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an intermittent audio output and adverse event was reported. The patient stated she had laryngitis and had taken cough medicine with codeine for her cold and that she may have slept through some of the alerts on the receiver. The patient stated she was sleeping and woke up to the dexcom alerting her at 1:10pm and her blood glucose (bg) was 37mg/dl. She stated she acknowledged the alert but felt out of it and couldn't think clearly to the point of not being able to help herself so she got up and drank some orange juice. She then woke her husband as she fell back asleep. The patient's husband stated that he did not hear the repeat alarm for the low alert and indicated that at 1:44am, the patient's bg was 67mg/dl. He further indicated that at 4:00am, he checked the receiver because it alerted that the patient was at 189mg/dl. At the time of contact, the patient was doing well. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.